Event description:
It was reported that there was an issue with the twist clamp of a minicap transfer set. This was described as ¿the black part of the catheter extension has come loose, patient put it back. The swivel clamp was closed at that time.¿ this occurred during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.